Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. The proximal and distal conductors of the lead became extrinsically fractured due to a cut, and the inner insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was cut in two pieces during the attempted implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the tined right atrial lead kept dislodging. The right ventricular lead was accidentally cut when the physician was changing the atrial lead. New leads were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.